Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the rn tightened the slightly loose connection of the tubing which resolved a small leak. Later that day, the rn noted a wet spot on the pge line connection to the y-site tubing. The syringe, cap and tubing were replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a fluid leak was neither confirmed nor replicated. The customer-provided components were functioning effectively during the investigation. No indications of a leak site were observed anywhere along the tubing configuration. The root cause of the reported failure was not determined.

Event description:
The customer reported that the rn tightened the slightly loose connection of the tubing which resolved a small leak. Later that day, the rn noted a wet spot on the pge line connection to the y-site tubing. The syringe, cap and tubing were replaced. There was no patient harm.

Event description:
The customer reported that the rn tightened the slightly loose connection of the tubing which resolved a small leak. Later that day, the rn noted a wet spot on the pge line connection to the y-site tubing. The syringe, cap and tubing were replaced. There was no patient harm.

Manufacturer narrative:
The product has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the rn tightened the slightly loose connection of the tubing which resolved a small leak. Later that day, the rn noted a wet spot on the pge line connection to the y-site tubing. The syringe, cap and tubing were replaced. There was no patient harm.